Event description:
It was reported that a device still in the box was not able to be interrogated. This device was not implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description included. The reported filed event of telemetry anomaly could be confirmed via review of the device image in the laboratory. Analysis found that the cause of the anomaly was a firmware error.